Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that shortly after completing a software update on the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. However, the device update issue could not be verified; no failure was identified. Additionally, a different issue was identified.